Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. It is unclear if the device is available, however teleflex has requested the device sample. A device history record review could not be conducted since the lot number provided is not a valid number. A record assessment (fmea) was conducted and no update is required. The device sample is needed for a proper and thorough investigation. Complaint cannot be confirmed based on the information provided. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available, this report will be updated.

Event description:
Customer complaint alleges the device was leaking during a patient use. It was reported the patient was re-intubated. No patient injury or harm reported.